Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing confirmed that the winch cable went off the guides. The cable was installed in place and the system worked properly. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was having issue with closing the door due to the cable going out of the slide door cable. No patient was present at the time of the event. Update from the manufacturer representative (rep) stating that the door could not be opened manually until the rep fixed the issue.